Event description:
The physician was removing the stylet during a bone marrow biopsy and the needle broke off of the handle inside of the patient. The needle was removed with a kelly clamp, there was no harm to the patient.